Event description:
In 2013, I was having pain in my back. Come to find out the ivc filter that was placed in me 19 years ago migrated to my vena cava. Two of the legs of it were impinging on my aorta, vertebra column. The filter put in 1996 from a car accident. Now I was told back then the filter was permanent. It is simon nitinol filter. The filter was removed (B)(6) center on (B)(6) 2013 then 9 days later, I had internal bleeding from the surgery and had to have surgery again on (B)(6) 2013. In 1996, I was told by the doctor not to worry about the filter to go on with my life. So from the car accident I was left with no left lung, rod in rt femur, lt clavicle was broke, lost my spleen, broken nose, rt foot laceration, many lt rib fractures, and I lost my (B)(6) daughter. All because a (B)(6) year old ran a stop sign going 60 miles an hour on a back country road.